Event description:
Staff member reached inside of top shelf warmer to retrieve blanket. His right middle finger got caught in one of the vent holes, cutting it open. Staff received medical attention in the emergency department after 15 minutes of continuous bleeding. Safety incident report submitted through hospital leadership.